Event description:
The customer reported that the mattresses allegedly slid off the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Information provide by the user facility identified that this was a user preference issue and that no device malfunction had occurred.

Event description:
The customer reported that the mattresses allegedly slid off the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.